Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was tested on a 29 hour flow accuracy test and was found to be delivering within the required specification. The complaint regarding the pump time and date reverting to the default setting could not be verified in the black box. Pump was programmed on a 1 unit per hour basal rate for 24 hours, after 24 hours the battery was removed. When the battery was reinserted the pump date and time reset to the default setting. The pump cover was removed and the internal battery was found to be leaking. A visible examination of the pump showed a crack in the battery compartment that extends from the threads to the case seal. Unrelated to this complaint, when powering to the verify screen the display screen has a pinkish contrast; pump booted to normal contrast with a replacement screen.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that for two months, the patient had obtained erratic blood glucose readings ranging from 42 mg/dl to 400 mg/dl. During this time period, the patient had experienced the symptoms of dry mouth, shaking, sweating and 'not feeling well'. The patient visited her hcp to review basal rates and have laboratory work performed. Troubleshooting revealed the patient had not reset the pump date/time setting correctly, as it was am instead of pm. This could contribute to the erratic readings as the patient's basal rate would have been given at the incorrect times. The owner's booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. The patient's technique was incorrect by not setting the pump's date/time correctly. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia and severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.